Event description:
Per the clinic, the device was explanted due to a suspected device problem. The device was explanted on (B)(6) 2012, and the patient was implanted with another device during the same surgery. No further information has been provided as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4), 2013.